Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported pain, elevated cobalt and chromium levels and intraoperative findings of staining of the tissues, benign appearing joint fluid, and copious granuiomatous debris surrounding the implants with minimal osteolysis are consistent with metallosis. However without imaging and the explant for analysis, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: patient identifier, age, test/laboratory data, brand name, device identification, medical products & therapy dates and device manufacture date.

Event description:
It was reported that right hip revision surgery was performed due to adverse reaction to metal debris, metallosis, damage to bodily structures adjacent to the hip implant, highly elevated levels of cobalt and chromium, pain, hip instability, loss of sleep and nausea.